Event description:
The customer reported the system would not display an usable image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended. Circuit boards and connectors were reseated as a precautionary measure.